Manufacturer narrative:
(B)(4). G2: foreign country: germany. The event is confirmed. Review of the most recent repair record determined the motor speeds were unstable, the width plate screws were missing, the e-ring, bearings, and reciprocating arm were corroded, the machined head and pin were damage, the swivel was loose, and the control bar was not in the correct position. The motor, sleeve, screw, e-ring, bearing, reciprocating arm, machined head, pin, swivel, and control bar were replaced and resolved the reported issue. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device was part of the loaner stock and was sent in to be repaired as it was discovered to be damaged. There was no patient involvement. Attempts have been made and all available information has been provided.